Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer stated that she was without insulin since 1pm. The customer stated that she inserted the sensor but the needle hub would not pull out. The product was not returned for analysis.